Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This users's hearing performance became suddenly worse in (B)(6) 2018. No trauma has been reported. The user has been re-implanted on (B)(6) 2018.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
This users's hearing performance became suddenly worse in (B)(6) 2018. No trauma has been reported. The user has been re-implanted.